Event description:
The customer reported that they had a speaker malfunction.

Manufacturer narrative:
(B)(4): the customer reported that they had a speaker malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).